Event description:
It was reported the balloon inflate without the guidewire passed the distal tip during preparation.the device was not used in the patient.

Manufacturer narrative:
The catheter has been evaluated. The evaluation showed that the guidewire broke into two segments inside the catheter lumen and one of the segments remained inside the catheter.catheter lumen.(B)(4).